Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no., expiry date), d6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: on (B)(6) 2014 - patient was diagnosed with recurrent left indirect inguinal hernia thereby underwent robotic repair with the implant of 3dmax mesh. Per operative notes, ¿the large indirect defect was identified, and hernia was reduced. A 3dmax mesh was placed over the defect and secured with suture.¿ on (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was dissected off all the other elements of the cord through the internal inguinal ring. The mesh that had been placed preoperatively was now occluding the internal inguinal ring. Mesh superior to the internal inguinal ring. The sac was dissected and was then reduced into the abdomen going through the internal inguinal ring and then going through this same area. The preperitoneal space was developed going to the mid symphysis pubis, distal to the cooper's and lateral to the anterior and superior iliac spine and phs mesh was placed.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence.